Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent an unspecified breast reconstruction with a 480cc mentor memoryshape breast implant (for right) and an unknown mentor gel breast implant (for left) and experienced postoperative right-sided hematoma, and the left breast had to be drained. As a result, the patient underwent bilateral removal and replacement with unknown mentor breast implants on around (B)(6) 2014. This medwatch report is for the right-sided implant.